Event description:
The customer reported via phone call that the insulin pump experienced keypad issues when attempting to deliver a bolus. The customer stated that the buttons were not working. The customer's blood glucose was 247 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer stated that she had experienced a blank display as well. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the prime and excessive no delivery tests. No excessive no delivery alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump also had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.